Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. The patient has no intention of being reimplanted as of the date of this report. This report is filed (B)(4) 2012.

Manufacturer narrative:
Device unavailable for analysis. This report is filed (B)(4) 2013.

Manufacturer narrative:
This report filed january 20, 2014.

Event description:
Per the clinic, the patient experienced static from her implant, resulting in device non-use. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2011.